Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device had minor scratched lcd window, cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 97 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the insulin pump are not working and button are so hard to push. Customer stated that the act button was not responding. Customer stated that the crack on lip ring of the battery compartment and small scratches on the screen. The insulin pump will be returned for analysis.